Event description:
Received customer's maude report from FDA, which states ¿while connected to the pt and infusing medication the pump went red and inoperative. Dose r amount: tpn. Frequency: 80ml/hr. Route: IV = central line. Diagnosis or reason for use: retrooperitoneal mass, on ventilator.¿ the event report type is listed as injury-c, and event outcome is listed as required intervention, however there are no details provided as to the specific injury or intervention. No other information is available; no customer information is provided or available.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was not returned for failure investigation. No hospital name, address, or contact person is listed; no phone or e-mail is provided, and no specific device identifying information, i.e. Serial number, is available. The root cause of this failure was not identified.